Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system was reported to be unresponsive as a windows error message appeared after clicking the escape button while attempting to download a dose report from the imaging system while it was in 3d mode. A hard reboot of the imaging system was performed to restore functionality. There was no patient present when this issue was identified.